Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer's blood glucose level was 40 mg/dl and was treated with food. The customer was experiencing low glucose for 30 mins. The customer¿s blood glucose was too low to check it mg/dl. The customer¿s other blood glucose was 143 mg/dl. The customer¿s blood glucose dropped earlier as they went to shower and disconnected the reservoir from the insulin pump. After 20 mins; they reinserted it without rewinding the insulin pump. The customer was using the insulin pump system within 48 hours of reported low blood glucose event. The insulin pump was in auto mode at the time of the incident. The customer does not allege that the insulin pump was over delivering. The device will not be returned for analysis.